Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced introducer needle stuck in the stomach event on (B)(6) 2025. The insertion site was stomach. The patient replaced infusion sets and resumed insulin successfully. No additional information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.

Event description:
To date no additional patient or event details have been received.